Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the physician encountered difficulty removing the catheter. The pt had been stented in 2004 with 2 stents in the proximal right coronary artery (rca). Five months later pt returned to cath lab because of in stent restenosis. The lesion was not predilated. The physician implanted the taxus express2 3.5 x 20mm drug eluting stent in the 75% stenosed proximal rca. After deflating the balloon, the physician was unable to remove the balloon. He requested assistance from another physician. They tried to push, pull and twist the balloon from left to right with no results. The physician then pulled out the wire and was able to remove the balloon with force. No problems were noticed with the balloon once it was removed. The stent was reported to have remained in place. No pt complications were reported.